Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic appendectomy, the inner end of the cannula broke inside the abdomen. The surgery was converted to an open procedure, and an x-ray was performed but the broken cannula was not detected. On (B)(6) 2026, the patient had a computed tomography scan, but there was no fragment found. The surgical time was extended by two hours to find the fragment and hospitalization was extended by three more days in order to determine the possible visualization of the trocar fragment in the abdomen, although the patient appeared to be in good condition.